Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as designed. While servicing, the door end switch was adjusted and firmware for the motion controller was reloaded. The imaging system then passed the system checkout and was found to be fully functional. Concomitant medical products: other relevant device(s) are: product ID: b i71000166, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the gantry was not closing. The site stated that although the gantry seemed to close the system states "door open". No patient was present at the time of the event.